Event description:
On 07/24/2025, the user reported receiving an alert 38 on the ilet device, indicating a motor stall. The user had attempted multiple restarts without resolving the alert. The user changed supplies and therapy was resumed. At the time, the user¿s blood glucose was 360 mg/dl following breakfast.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.